Event description:
(B)(4). I have massive hair loss. Pelvic pain all the time. Having my period every couple of weeks and now breathing problems. Already have asthma but nothing I take is working, even went to ER for medicine and it has not worked.